Manufacturer narrative:
The particle was not removed from the patient's eye therefore we are unable to determine the nature and source of the reported particle. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a surgeon at the (B)(6) indicating that a patient who had a cataract surgery on (B)(6), presented a small inferotemporal particle on the iris. The fragment was described as metallic and is minuscule. The patient is being treated with steroids which appears to be resolving the irritation. The doctor has decided to continue monitoring the situation rather than trying to retrieve the particle.

Manufacturer narrative:
We received notification that the patient underwent a secondary procedure to remove a particle that was left in the eye during the initial procedure. The particle was not naturally absorbed and it was causing discomfort to the patient.

Manufacturer narrative:
One small plastic vial containing an unknown forceps tip, was returned for evaluation. Presumably the tip was used to remove the particle from the patient's eye. A microscopic examination was performed and found the jaw of the forceps appear to be corroded. Particulates are visible all over the inside of the vial and over the forceps. No metallic particle as described by the customer could be identified. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.